Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50 cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection. The leads migrated back to the anchors and the anchors moved superficially to the skin. Symptoms include pain at the incision site, drainage and skin discoloration. The physician believed that the infection was device related. The patient underwent a revision, during which, the physician opened the infected location, removed the infected tissues, cleaned and closed the site. The patient was given antibiotics and was doing well following the revision. However, the patient will undergo an explant procedure due to the tip of one lead has exited the patient's skin.